Event description:
It was reported that 5 boxes of bd insulin syringes with the bd micro-fine¿ IV needle had foreign liquid found inside the syringe barrels. The following information was provided by the initial reporter: "the end user has started using the syringes and noted that approximately 40% of the syringes have an unidentified liquid in the syringe. All five boxes have this issue."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 6/9/2021. H6: investigation: customer returned (5) loose 1/2cc, 12.7mm syringes. Customer states that the syringes have an unidentified liquid in the syringe. All returned syringes were tested and all exhibited a clear droplet of material coming out of the barrel when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch# 0132264. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. There was one (1) notification noted for excessive silicone. Corrective action: replaced silicone gun #7. Visually inspected 100 parts finding 0 defects prior to machine start up. The affected product was scrapped.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 boxes of bd insulin syringes with the bd micro-fine¿ IV needle had foreign liquid found inside the syringe barrels. The following information was provided by the initial reporter: "the end user has started using the syringes and noted that approximately 40% of the syringes have an unidentified liquid in the syringe. All five boxes have this issue."